Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the matrix drawer had a broken actuator hook, and the drawer did not open. A field service engineer (fse) found u clip broken. So, fse replaced and recovered. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, station rh-cv-8100 matrix drawer 6 had a broken actuator hook and did not open. Customer stated that the part that connected to the red lever was broken. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.